Event description:
It was reported the patient experienced chest pain after implantation. Echo revealed pleural effusion due to either atrial or ventricular perforation. Both leads were repositioned. The patient symptoms were resolved. The patient was discharged from the hospital. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).